Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 and a17 alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected power alarm and another pump error. Customer¿s blood glucose level was unknown. Customer stated that they were clear all the settings. Customer stated that the self test was passed. Customer also further mentioned that the at the time of replacing the battery the alarm was occurred. The device will be returned for analysis.